Event description:
Customer called to report an occurrence of a non-reproducible false positive accutni result on the unicel dxc 600i synchron access clinical system for one patient sample. Customer stated that false positive accutni results were obtained when 5 to 6 tests remained in the reagent pack. When the same sample was rerun on a different access instrument, or after a fresh pack was loaded, the results were within the normal reference range. The customer technical specialist (cts) generated a service request. The original result was 0.15 ng/ml. The sample was repeated as results above the reference range of 0.04 nanograms per milliliter (ng/ml) are rerun. There was no death, injury or change to patient treatment attributed to or associated with this complaint.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and replaced hardware parts according to preventive maintenance (pm), and performed other routine maintenance repairs. The system checks and verifications passed according to specifications. Although the cause of the instrument issue could not be determined, the fse verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. (B)(4).